Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 with non-sustained right ventricular oversensing (nsrvo) alert on the implantable cardioverter defibrillator (ICD). Review of the transmission revealed that they were caused by myopotential oversensing. The device was not reprogrammed. The patient was in stable condition.